Event description:
According to the reporter: the pt experienced an enterocutaneous fistula. Ongoing. Relationship to device, possible relationship. Additional info has been requested.

Manufacturer narrative:
(B)(4).